Event description:
It was reported that the patient has had three spinal cord stimulator (scs) devices and had "lost two or three of them" to infection. It was also reported that there was a concern with the patient possibly being allergic to the metal of the device. It was noted that the patent was on a ten day course of antibiotics and the "redness went away and has not returned." Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_ins_stimulator, product type implantable neurostimulator, product ID 377760, lot# v017542, implanted: 2007 (B)(6), product type lead, product ID 377760, lot# v017542, implanted: 2007 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2007 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).